Event description:
It was reported to boston scientific corporation that a mantis clip was used during an esophagogastroduodenoscopy (egd) with band assisted endoscopic mucosal resection (emr) procedures performed on (B)(6) 2025. During the procedure, the technician attempted to deploy the clip, but it was sticking during deployment. It was repeatedly opened and closed the handle and jiggled it. Eventually, the wire broke off, and the clip then deployed. The procedure was completed, but there was no information regarding which device was used to finish it. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to release from catheter.